Event description:
The customer reported that during use of this shaver handpiece, the console displayed a "torque limited" error message. There was no injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received the shaver handpiece for evaluation and could not confirm the reported problem. During testing of this unit, the evaluator found that the collet would not lock and the handpiece is overdue for preventive maintenance. Further investigation found the handpiece has the potential to operate on its own related to pc board failure. A design change has been implemented for this failure mode. There were no reported injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failures.